Event description:
It was reported to ge that a pt's esophagus was ruptured during a te exam (transesophageal echocardiography). The pt later developed an inflammation of the mediastinum (mediastinitis) and expired.

Manufacturer narrative:
Conclusion: subject device was evaluation by the MFR and determined to be within mechanical specifications. Outer covering of the probe was damaged from bite marks causing it to fail electrical leakage specification.